Manufacturer narrative:
It was reported that the equipment boom was allegedly damaged above the service column. Upon further investigation by a stryker field service technician, it was determined that the legacy boom allegedy appeared to be separating on the ceiling tube to the service head. It was noted that the equipment boom was overweighted with equipment. The account was notified to discontinue use of this boom and replacement is currently being coordinated. As this was noticed during service, there was no reported patient involvement or adverse consequences related to this complaint. The ceiling tube has not been investigated by stryker quality engineers as it has not been returned. A supplemental filing will be filed if and when the ceiling tube is returned and an investigation by stryker quality engineers can be completed.

Event description:
It was reported that the equipment boom was allegedly damaged above the service column. There was no reported patient involvement or adverse consequences related to this complaint.

Manufacturer narrative:
It was reported that the equipment boom was allegedly damaged above the service column. Upon further investigation by a stryker field service technician, it was determined that the legacy boom allegedly appeared to be separating on the ceiling tube to the service head. It was noted that the equipment boom was overweighed with equipment, which caused the screws at the down tube to loosen. The account was notified to discontinue use of this boom and replacement is currently being coordinated. The maximum weight that can be applied to a dual arm mmp200 armset is 330 lbs (per p13742). This 330lb capacity will include the service head module (the module on this unit was a 750 mm sh), all shelves, and any equipment placed on the shelves as well as any equipment hung from the boom. The loading on the boom was modified and the down tube screws were tightened. The boom was then level and has not had issues since. As this was noticed during service, there was no reported patient involvement or adverse consequences related to this complaint.

Event description:
It was reported that the equipment boom was allegedly damaged above the service column. There was no reported patient involvement or adverse consequences related to this complaint.